Event description:
The customer reported issues with the ac indicator led, and also reported the battery was draining too quickly.

Manufacturer narrative:
(B)(4). The customer reported issues with the ac indicator led, and also reported the battery was draining too quickly. The device was evaluated by philips and the ac indicator led issue was verified. The philips repair tech spoke with the customer who stated that the battery draining too quick was not the issue. The bezel assembly was replaced to resolve the ac indicator issue.